Event description:
Radial 1 drive spur gear disengaged allowing head 2 to run inward until the yoke contacted the rear bed. The customer was performing a "cor" at the time. After further investigation by the department of engineering it was found that this problem is comparable to MDR # 14232532000000001, and should be reported.